Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that sparks were coming out from the bottom part of the unit. There are no reported injuries, the unit looks intact with no damaged areas, and it is not leaking.